Event description:
Complainant alleged that a male nurse was performing a routine shift check of the unit and received an unintended delivery of energy. The unit was set to 360j. He felt the energy move through his thumbs and the energy "knocked him back against" a wall. The complainant indicated that the nurse was using his fingers to discharge the unit instead of his thumbs. The nurse was monitored for several hrs and the facility's staff determined that he was fine. The nurse did receive two small blisters on his thumbs, but the blisters were not treated. The device's operator's guide contains detailed instructions for performing daily tests on the unit. Please reference page 40 from the guide.